Event description:
It was reported that the pt is having swelling and is showing a cyst behind posterior femoral portion of component. The surgeon is concerned about osteolysis of the femur and bone scan uptake.

Manufacturer narrative:
This report will be amended when our investigation is complete.